Event description:
On october 16, 2009, a doctor reported that 3 crowns placed using maxcem elite on 3 different patients had fallen off.

Manufacturer narrative:
The patient's crowns were re-cemented using a different product without any incidents. The actual device involved in the incident was not returned to kerr corporation for evaluation. Therefore, the retain sample was tested for adhesive strength and the results were found to be within specifications. This is the second of the 3 incidents reported.